Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a lead revision that the implantable pulse generator (ipg) set screw "came out of the header". It was also reported the right atrial (ra) lead had exhibited no capture and dislodged. The ipg was explanted and replaced. The ra lead was repositioned to the right ventricle and a new ra lead was implanted. No patient complications have been reported as a result of this event.